Event description:
The pt had restenosis of a previously treated lesion. The 2.5 x 18mm segment was located in the mid right coronary artery (rca). The lesion had been previously treated with a cypher stent (info unk). The lesion was treated with balloon angioplasty (poba).

Manufacturer narrative:
This device is one to two products associated with this event. Please refer to MFR report # 3003742446-2006-00447. This female patient had a history of severe concomitant non-cardiac disease, hypertension, hypercholesterolemia, and a prior percutaneous coronary intervention (pci). The patient had an urgent procedure due to unstable angina. Aspirin, beta blockers and statins were administered prior to the procedure. Thrombin inhibitors were given during the procedure. Lesion 1-1 was classified as a de novo, 2.5 x 14mm segment of the distal left circumflex (cfx). This was not an ostial lesion and no bifurcation was present. There was little to no calcification. The lesion was predilated. A 2.5 x 18 mm cypher stent (lot number x0305674) was successfully deployed. The stent was not postdilated. Pre procedural diameter stenosis was 99% and residual diameter stenosis was 0%. Timi flow was 2 pre procedure and 3 post procedure. Lesion 1-2 was classified as a de novo, 2.5 x 20mm segment of the distal left anterior descending (lad). This was not an ostial lesion and no bifurcation was present. There was little to no calcification. The lesion was not predilated. A 2.5x23mm cypher stent (lot number 40205631) was successfully deployed. The stent was not postdilated. Pre procedural diameter stenosis was 70% and residual diameter stenosis was 0%. Timi flow was 3 pre procedure and 3 post procedure. Lesion 1-3 was a restenosis of a previously treated lesion. The 2.5 x 18 mm segment was located in the mid right coronary artery (rca). The lesion had been previously treated with a cypher stent (info unk). This was not an ostial lesion and no bifurcation was present. There was moderate calcification. The lesion was treated with balloon angioplasty (poba). Pre procedural diameter stenosis was 100% and residual diameter stenosis was 0%. Timi flow was 1 pre procedure and 3 post procedure. Lesion 1-4 was classified as a de novo, 2.5 x 10 mm segment of the mid left anterior descending (lad). This was not an ostial lesion and no bifurcation was present. There was little to no calcification. The lesion was not predilated. A 2.5 x 13mm cypher stent (lot number y0405130) was successfully deployed. The stent was not postdilated. Pre procedural diameter stenosis was 70% and residual diameter stenosis was 0%. Timi flow was 3 pre procedure and 3 post procedure. The patient was discharged the following day. Discharge medications included aspirin, beta blockers, statins and plavix. Approximately nine months later, a pci was performeed in the previously treated distal lad. Stenosis was noted in the target vessel, but not the target lesion. This new lesion was treated with a cypher stent (information unk). Per the site, this event was unrelated to the index device. In addition, restenosis was noted in the previously treated mid rca. Per the site, this was related to the perviously implanted cyper stent. The lesion was treated with a taxus stent. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.